Manufacturer narrative:
(B)(4). All available information indicates that the ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. The cause of the impedance issue remains unknown at this time and there is no evidence that intervention has been performed. No adverse patient effects were reported.